Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was provided for investigation. The reported pairing failure was not confirmed but a failed transmitter error was confirmed. The root cause could not be determined . The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction "it was reported that, a pairing failure occurred. Data was provided for investigation. The reported pairing failure was not confirmed but a failed transmitter error was confirmed. The root cause could not be determined ."

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure.